Event description:
Alleged event: it was reported that in the surgery unit, during a procedure, the stapler jammed after a few uses. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73l1400291 investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.